Event description:
It was reported by the patient¿s mother that the patient had been hospitalized on (B)(6) 2026 with hyperglycemia. The patient¿s mother reported that the patient was taken to the emergency room due to a pump failure that had caused early stages of diabetic ketoacidosis. It was reported that the patient's blood glucose levels rose above (B)(6) overnight while wearing the pod on their abdomen between 36 and 48 hours despite boluses and drinking water. The reported symptoms included hyperglycemia and malaise which began on (B)(6) 2026. It was reported that the patient was admitted to the hospital on the following day and was transferred to a children¿s intensive care unit where the patient was kept overnight for observation. A new pod was placed at the hospital and the patient's glucose levels returned to relatively normal levels. The patient was released the following day on (B)(6) 2026. The pod was discarded at hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.4. Hardware: iphone18.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.